Manufacturer narrative:
The driveshaft and rotor assemblies did not rotate smoothly, as per specifications.

Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure, which was completed with a readily available spare device without any clinically significant delay, and no adverse consequences were reported.